Event description:
It was reported that the lead was capped and unusable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01, implantable pulse generator (ipg), (B)(6) 2007; 5076-58, implantable pacing lead, (B)(6) 2001. (B)(4).